Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. The customer was ill and was vomiting for two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the lead screw test. Unable to review all the settings as the insulin pump screen had some missing segments.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.